Event description:
It was reported that a patient implanted ¿last week¿ had been moved to the intensive care unit (ICU) because she had ¿coded.¿ the patient was recovering and went into cardiac arrest. It was noted that this was a ¿very high-risk¿ patient due to her co-morbidities. It was not thought to be device related but there were not a lot of details. Six days later, it was reported that the patient ¿died friday.¿

Manufacturer narrative:
(B)(4).